Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The procedure was completed. The doctor searched and retrieved the piece of the needle from the patient. There were no patient complications.